Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated from the upper chest and is now located in the upper abdomen. The icm remains in use. No patient complications have been reported as a result of this event.